Manufacturer narrative:
The device was implanted 5 years ago when the patient was (B)(6) and still skeletally immature. X-ray review confirmed that the device has reached its maximum extension and no indication of device or manufacturing related issues has been identified. A revision related to a minimally invasive/non-invasive growing device reaching maximum extension is expected in patients who are continuing to grow. The revision surgery was completed successfully. There is no device failure; the device functioned as intended and is being replaced, as anticipated, so as to allow for the patient's continued growth. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends. This complaint file was reviewed as part of siw complaint file remediation programme and it has been determined that an MDR should be filed.

Event description:
The surgeon has requested a new growing prosthesis as the current one has reached maximum extension. (B)(4).